Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and other blood glucose was 526 mg/dl. The customer treated with insulin pump. The customer was able to passed the self test and displacement test. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer alleges insulin pump was under delivering. The infusion set was leak. The device will not be returned for analysis.